Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Rptr indicated a pt had low impedance readings with vns systems and normal mode diagnostics, suggesting a possible lead issue. The pt had previously had normal impedance readings in (B)(6) 2005. The pt cannot communicate if vns stimulation is felt as she is nonverbal. Disabling the vns was recommended and surgical eval was planned. Further follow-up revealed the rptr has been unsuccessful is being able to contact the pt's family to discuss the plan of care. As a result, x-rays have not been performed and the vns has not been disabled. The rptr will continue to try and reach the family to discuss the pt's plan of care with the vns and report back to the MFR.